Event description:
Patient reported that the device's audible alarm and vibration alert, are no longer working. Additionally, they reported finding "droplets of insulin" inside of the device's cartridge compartment. No error messages were generated by the device. Patient indicated that their blood glucose was elevated (249 mg/dl). They self-treated by programming a 10u bolus of insulin.